Manufacturer narrative:
A definitive root cause could not be determined with the information provided. The customer was asked for additional information but did not provide it. An examination of the information that was available determined the actual lot of reagent used to produce the results was 664859, which had expired in january 2014. The calibrator lot in use, 167159, had expired in april 2014. Quality controls were in range at the time of the event. Qc tests do not use the hemolyzing reagent that is needed to test human samples. A problem with the hemolyzing reagent is possible, since controls passed, but incorrect results were obtained with human samples. A possible root cause is related to a possible issue with the hemolyzing reagent in combination with the expired reagent lot.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable tina-quant hemoglobin a1c gen.2 (hba1c) results on their c501 analyzer. The customer provided data for 14 patients, nine of which had discrepant results that were reported outside the laboratory. The patient samples were repeated on the same c501 analyzer on (B)(6) 2014. Whole blood samples were used in this event. The first patient's initial hba1c result was 11.7. The repeat result was 5.7. The customer provided a hand written number of 6.1 next to the initial result. The second patient's initial hba1c result was 11.0. The repeat result was 6.4 accompanied by a data flag. The customer provided a hand written number of 5.8 next to the initial result. The third patient's initial hba1c result was 13.3. The repeat result was 7.3 accompanied by a data flag. The customer provided a hand written number of 8.1 next to the initial result. The fourth patient's initial hba1c result was 10.2. The repeat result was 6.6 accompanied by a data flag. The customer provided a hand written number of 6.0 next to the initial result. The fifth patient's initial hba1c result was 8.9. The repeat result was 7.1 accompanied by a data flag. The sixth patient's initial hba1c result was 8.7. The repeat result was 6.6 accompanied by a data flag. The customer provided a hand written number "9/3 6.6" next to the initial result. The seventh patient's initial hba1c result was 9.5. The repeat result was 5.9. The eighth patient's initial hba1c result was 9.4. The repeat result was 7.0 accompanied by a data flag. The ninth patient's initial hba1c result was 8.4. The repeat result was 6.8 accompanied by a data flag. Information on what the handwritten numbers next to the initial results were was requested but not provided. There were no adverse events. The hba1c reagent lot number was 171434 and the expiration date was 01/30/2015.